Manufacturer narrative:
During insertion of a 5mm angioguard embolic protection device it "did not penetrate into the filter cup at the first attempt. After it penetrated into the cup completely, it was pulled away and it was observed that the body of the product was separated from the wire." It was not used in patient. There was no patient injury. The package was opened and product was unpacked. Flushing process was done according to IFU (instructions for use) and the product was prepared in accordance with requirements. The device was not returned for analysis. A product history record (phr) review of lot 35236708 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿delivery system loading (docking) difficulty - into delivery sheath¿ and ¿filter basket damaged - during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural and handling factors may have contributed to the reported event. According to the precautions in the safety information of the instructions for use, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. The deployment and capture sheaths are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage.¿ according to the instructions for use, which is not intended as a mitigation of risk ¿prior to the interventional procedure, all equipment and packaging, including the angioguard rx emboli capture guidewire system, should be inspected and examined carefully for defects. Check guidewire, filter basket, deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage. Do not use defective equipment.¿ according to the instructions for use, which is not intended as a mitigation of risk ¿load the capture sheath over the proximal end of the angioguard rx emboli capture guidewire. Grasp the guidewire proximally as it exits the rx port and advance the capture sheath through the open hemostasis valve. Continue to advance the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. This collapses the filter basket. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: the emboli that have been captured may not allow the angioguard rx emboli capture guidewire to reach its initial low profile. Open the hemostasis valve to allow the angioguard rx emboli capture guidewire free movement and reduce the likelihood of damage during removal. Remove the device by simultaneously pulling the guidewire and capture sheath through the guiding catheter or interventional sheath introducer, and out of the hemostasis valve as a single unit. Care should be taken when pulling the basket through the open hemostasis valve, to avoid potential release of captured emboli.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During insertion of a 5mm angioguard embolic protection device it "does not penetrate into filter cup at first attempt. After it penetrated into the cup completely, it was pulled away and was observed that the body of the product was separated from the wire. It was not used in patient. There was no patient injury and the device will be returned for analysis. The package was opened and product was unpacked. Flushing process was done according to IFU and the product was prepared in accordance with requirements.